Event description:
Determined to be reportable based on analysis approved on 11/28/06. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 2.50x16mm taxus express2 drug eluting stent was advanced toward the mid circumflex, however, the physician was unable to cross the lesion. The procedure was then completed with another taxus express2. There were no pt complications or injuries reported. The pt status is unk. It is noted that this is an expired device.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the proximal end. The proximal stent struts were bent back distally. No kinks or damage were noticed along the shaft of the device. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the mfg records for batch 728193 found that the device met all material, assembly, and product specs at the time of release to distribution. The root cause of the difficulties experienced during the procedure could not be determined.